Manufacturer narrative:
Product ID 387460, lot# v349577, product type screening device product ID 37743, serial# (B)(4), product type programmer, patient product ID 37743, serial# (B)(4), product type programmer, patient product ID 3708220, serial# (B)(4), product type extension product ID 3487a-56, lot# v436521, implanted: 2010-(B)(6), product type lead product ID 3487a-56, lot# v436521, implanted: 2010-(B)(6), explanted: 2012-(B)(6), product type lead. (B)(4).

Event description:
It was reported that end of service (eos) /end of life (eol) message was seen. Three days prior to the report the patient had seen eos message on the patient programmer. The patient had 3 strikes on overdischarge due to patient non-compliance in charging. The device was replaced.